Manufacturer narrative:
The reported event could be confirmed, since provided x-ray images shows the ¿implant loosening and breaching of lateral ulnar cortex¿ which was confirmed by a hcp. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history was not possible because neither the catalog nor lot numbers were communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Since x-rays were provided, formal medical opinion was sought from an experienced medical expert as below: there is loosening of ulnar component and breaching of the lateral ulnar cortex without doubt. There¿s no way to assess if medical optimization is needed for this patient with the limited information provided. In general, it could be a lot of things, to make the surgery safer for the patient from a medical standpoint. While for migration, there are many factors that are involved usually. Examples are the lifetime of the device, joint mechanics, patient factors (medication, osteoporosis, use of the device etc.). Hcp cannot assess any of these factors in this patient with the lack of information. From technical orthopedic standpoint it is warranted to do a revision to prevent further damage to the bone. Beside that, the indication for revision surgery is multifactorial depending on age, symptoms, medical safety, and expectations. This is a process between the surgeon and the patient. Based on investigation, the root cause cannot be determined with the limited information provided. Though as per hcp the failure could have been probably caused by either or combination of lifetime of the device, joint mechanics, patient factors (medication, osteoporosis, use of the device etc.) But cannot be determined with the information available. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient had a loosening of ulnar component on (B)(6) 2021. On (B)(6) 2021 the ulnar component now breaching lateral cortex of distal ulnar. Needs medical optimization before surgery. Listed for single stage revision left total elbow replacement (left elbow).

Manufacturer narrative:
The reported event could be confirmed, since provided x-ray images shows the ¿implant loosening and breaching of lateral ulnar cortex¿ which was confirmed by a hcp. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history was not possible because neither the catalog nor lot numbers were communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Since x-rays were provided, formal medical opinion was sought from an experienced medical expert as below: there is loosening of ulnar component and breaching of the lateral ulnar cortex without doubt. There¿s no way to assess if medical optimization is needed for this patient with the limited information provided. In general, it could be a lot of things, to make the surgery safer for the patient from a medical standpoint. While for migration, there are many factors that are involved usually. Examples are the lifetime of the device, joint mechanics, patient factors (medication, osteoporosis, use of the device etc.). Hcp cannot assess any of these factors in this patient with the lack of information. From technical orthopedic standpoint it is warranted to do a revision to prevent further damage to the bone. Beside that, the indication for revision surgery is multifactorial depending on age, symptoms, medical safety, and expectations. This is a process between the surgeon and the patient. Based on investigation, the root cause cannot be determined with the limited information provided. Though as per hcp, the failure could have been probably caused by either or combination of lifetime of the device, joint mechanics, patient factors (medication, osteoporosis, use of the device etc.) But cannot be determined with the information available. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient had a loosening of ulnar component on (B)(6) 2021. On (B)(6) 2021 the ulnar component now breaching lateral cortex of distal ulnar. Needs medical optimization before surgery. Listed for single stage revision left total elbow replacement (left elbow).

Event description:
It was reported that the patient had a loosening of ulnar component on (B)(6) 2021. On (B)(6) 2021, the ulnar component now breaching lateral cortex of distal ulnar. Needs medical optimization before surgery. Listed for single stage revision left total elbow replacement (left elbow).

Manufacturer narrative:
Device not available for evaluation as it remains in the patient. If additional information becomes available, it will be provided on a supplemental report.